Event description:
Father of pt could not waken pt. Father tested blood glucose on suspect device and blood glucose was 94 mg/dl. Pt was taken to ER in a coma like state where blood glucose was tested and was about 400 mg/dl (lab). While at hosp father compared suspect device to hosp blood glucose readings and suspect device read blood glucose as 120 mg/dl and hosp blood glucose over 400 mg/dl. Pt was given insulin (which is part of her daily program) and released later that day.